Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 53. It was also mentioned that the customer calibrated the insulin pump but it wont let him get him back in auto mode. Blood glucose level was 180 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.